Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient experienced decreased visual acuity. The patient developed a posterior capsule opacity and a similar membrane over the anterior surface of the iol. The physician stated the membrane was not phimosis with constriction of the capsule. A yag procedure was performed with no improvement to the patient's vision. The patient is otherwise normal and healthy.

Manufacturer narrative:
The product was not returned. The provided photos were reviewed: a " whitish" membrane is observed in front of the iol and it seems attached to the anterior capsule remnant. The customer indicated the use of an unspecified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Viscoelastics were indicated which are qualified for this lens with the qualified cartridge combinations. The conclusion for the photos reviewed and evaluated is that it is difficult to confirm which iol was implanted as well as if the membrane is inflammatory in nature. The product investigation could not identify a root cause for the reported complaint. The clinical impact of the described photo observations cannot be determined from a picture assessment. The manufacturer internal reference number is: (B)(4).